Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No bolus delivery anomaly noted during testing. Unit functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to the diabetic ketoacidosis and high blood glucose level (B)(6) 2018. The customer¿s blood glucose level at the time of the hospitalization was 564 mg/dl and current blood glucose level was 200 mg/dl. The customer¿s other relevant blood glucose level was 600 mg/dl, 500 mg/dl, 300 mg/dl. The customer was treated with insulin drip and insulin pump. Customer was wearing the insulin pump at the time of hospitalization. Customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.